Event description:
Report received of an independent rate change during the programming of the pump. The nurse was programming the pump to infuse 75ml of an unspecified concentration of nipride at a rate of 12 ml/hr on channel c. The nurse turned the rotary dial to set rate, programmed 12, turned the dial to set volume and programmed 75, then noted that the rate had changed from 12 to 75. It was reported that the nurse tried programming the pump more than once, and each time the pump rate changed to the volume number of 75 and did not stay at 12. The pump was removed from service and the infusion continued with a replacement pump. The pt did not experience any adverse effects.